Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23.5 mmol/l; cause was not known. Customer delivered a correction bolus via pump to address bg level. The customer was already hospitalized at time of event for an unrelated injury, and was treated with unspecified intravenous fluids and administration of manual injections. Customer did not sustain any permanent damage. A system check was performed and customer had reused cartridge. Customer was educated by technical support that the cartridge was labeled for single use only.